Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal history did not match the corresponding active basil program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: the pump history appears to be inaccurate due to the time being manually changed from (B)(6) 2018 @ 06:05 am to (B)(6) 2018 at 06:07 am. This led the total daily dose (tdd) to duplicate the dates of (B)(6) 2018 and (B)(6) 2018 and to appear inaccurate. The ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after a 24 hour duration test run at 1 unit per hour. The product performed within specification in regards to basal delivery and investigators were unable to duplicate the ¿tdd does not match active basal program total¿ complaint. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit.